Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Device not being returned.

Event description:
As reported by user facility: insulin drip infusing on the patient. Nurse set the pump to administer 2.8 mls so the pump would alarm in 1 hour for recheck of blood glucose. When the nurse returned the volume was reset to 5mls. Medication delivered several additional mls of therapy. No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved was not received for evaluation and pump log review could not be completed with the pump and infusion data supplied by the customer. Without the actual device or logs a thorough investigation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow up report will be filed.